Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2023-07647 it was reported patient's leads were explanted and replaced d.ue to fractures during surgical intervention on (B)(6) 2023. Therapy was restored post-op.